Manufacturer narrative:
The device was removed. The condition of the device at the time of removal is unknown. Limited information was provided; notably, no radiographs. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The device was received not intact. A review of the lot history records for this device did not reveal any relevant non-conformance's to device specification. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. No microbiology or pathology reports lor results were provided. The device had not failed mechanically at the time of removal. However, in the absence of clinical data, intraoperative observations, lab results, or radiographic images, it was not possible to determine the sequelae of events that led to the removal of this device. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
An m6-c was removed due to persistent symptoms.